Manufacturer narrative:
The insulin pump powered up properly after battery was installed. Unit was programmed and monitored for one day. No display anomaly, alarms or unexpected reset noted. Perform functional test including displacement, prime, basic occlusion, occlusion, rewind and no delivery test. Unit had corrupted history files and cracked reservoir tube and battery tube threads.

Event description:
Customer reported that she was hospitalized two years ago due to high blood glucose. Customer blood glucose reading at the time of hospitalization was over 800 mg/dl. Nothing further was reported.